Manufacturer narrative:
Concomitant products: dtba1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances. The lead was reprogrammed, will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.